Event description:
Event reported by attorney. Legal complaint states the following; plaintiff had t-sling implanted on (B)(6) 2007. T-sling was removed on (B)(6) 2010 by (B)(6), md, at (B)(6) hospital; (B)(6) 2010, (B)(6), md at (B)(6) hospital; (B)(6) 2010, dr. (B)(6) at (B)(6) hospital. Plaintiff claims, she consented to have pelvic mesh removed because, she was in sepsis and was told needed emergency surgery and was in constant pain and found out it was due to the mesh and had to be removed. Second time infection returned and had to undergo second procedure. Third time was due to constant pain and bleeding and unable to have intercourse. Plaintiff claims to have and continue to suffer bodily injuries such as pain, bleeding and painful intercourse, infections, and recurrence. Plaintiff has suffered scarring as a result of the multiple removal procedures. Plaintiff has undergone treatment for depression. Plaintiff symptoms started in (B)(6) 2010.